Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. The dried tissue was believed to most likely be the cause of the helix retraction issues. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of increased pacing impedances and thresholds. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedances in the month following implant. A month later the pacing threshold was also increased and the physician elected to revise the lead. During the revision surgery, there was difficulty extending and retracting the helix. This rv lead was explanted and replaced. No additional adverse patient effects were reported.